Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer ordered vela main pcba and it was shipped already. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that vela ventilator unit immediately when was powered on, high rate, high pip/peak inspiratory pressure, low ve/minute ventilation and xdcr/transducer fault alarms triggered. The reporter confirmed that there is no patient involvement associated on this event.